Manufacturer narrative:
The reported event of alleged inconvenience was confirmed by medical assessment as loss of rotator cuff function. No complaint regarding this device involving a patient harm for the reported failure has been reported up to now. Although no item was available review of medical records revealed no evidence for defect in the implants or their manufacture. Medical review concluded there is no primary harm identified. Reconstruction of a proximal humeral fracture with tuberosity cuff reconstruction is a salvage procedure often accompanied by less than desirable results. It is not atypical for the proximal bony fragments to ¿melt away¿ leading to ongoing loss of rotator cuff function. Summarizing above medical findings the root cause was attributed to be patient related because of impaired bone condition. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No similar complaint has been reporterd within the same event category. No non-conformity was identified. If the device is returned or if any additional information is provided, the investigation will be reassessed. The event was not linked to a deficiency of the device.

Event description:
Patient called stating that she had a right total shoulder replacement on (B)(6)2016. She stated that her doctor said the ball of the humerus is sitting to far forward. She stated that she can not use her right arm and has no rotation or movement in any direction. She also stated that she is right handed and is very inconvenient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device implanted.

Event description:
Patient called stating that she had a right total shoulder replacement on (B)(6) 2016. She stated that her doctor said the ball of the humerus is sitting to far forward. She stated that she can not use her right arm and has no rotation or movement in any direction. She also stated that she is right handed and is very inconvenient.